Event description:
The following was reported to davol by the patient's attorney: (B)(6) 1996 - the patient was implanted with a bard/davol "marlex" mesh during a vaginal vault suspension and retropubic urethropexy procedure for the treatment of stress urinary incontinence and vaginal vault prolapse. On (B)(6) 2009 - the patient was implanted with a non-bar/non-davol mesh during an undefined vaginal surgical procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown to what degree the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional information is obtained, a follow up MDR will be submitted.